Event description:
The customer reported that there was a control panel error. The field engineer noted that the system displayed a communication error followed by a control panel failure which prevented x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.